Manufacturer narrative:
H2: additional information was received. Section e has been updated. H2/h6: ime/annex e and imf/annex f coeds have been updated. H2/h3/h6: the mobile viewing station (mvs) interface cable was returned for analysis and failed bench testing. The cable failed a continuity test and an open connection was found between lemo pin #12 and j8 connector #3. Previously submitted codes 10, 120 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the damaged umbilical cable was not charging the batteries which is what caused the low batteries. The cause was likely due to normal wear and tear as it was an old cable.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and the umbilical cable was replaced. The system was performing as intended. Codes 10, 120 and 4307 are applicable. D10/h2/h3/h6: the cable was received however analysis has not been completed at this time. Codes 4118, 3233 and 11 are applicable. H2: additional information was received. The return provided the lot number of the cable - rev. 3 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000475, serial/lot #: none.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the umbilical cable was damaged. The site also saw that the system's batteries were low even though the system was plugged in. There was no patient present.